Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
The customer reported getting a positive patient result using accula sars-cov-2 test cassette lot #2012a486. This was the only positive result that day and no positive control swabs were run. Samples ran before and after this patient were all negative. The patient came back on next day. A new sample was collected and tested using new test cassette lot number, lot #v2101a752. Both samples were collected using swabs provided in the test kit. Test results were read immediately after the test was completed. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.